Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The blowey assembly was replaced to resolve the reported issue. Device tested and returned to full functionality the determination could not be made that the device failed to meet specification, the device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported vent inop 1012. The customer reported there was no patient involvement.